Event description:
The customer reported that there was a system error message which resulted in a system lock up. Fluoroscopic functionality was regained following a system reboot. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was evaluated to determine the source of the error. The customer was given the opportunity to repair the system, however no conclusion can be drawn as further repair info is currently unavailable and no add'l service info was provided.